Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty fsr (gold). Unable to confirm excessive no delivery alarm due to motor error alarm. Pump received with cracked reservoir tube lip and minor scratches on display window noted.

Event description:
The customer reported via phone call that they had no delivery alarm on insulin pump. The customer's blood glucose was 260 mg/dl. Troubleshoot was performed and customer stated that the insulin did exit. Advised customer to revert to backup plan. The product was returned for analysis.